Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x 0.75in leaked. The following information was provided by the initial reporter: when the safety lock is activated, blood returns through the jelco with blood spilling on the patient.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0058160. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed, resulting in no confirmation of the reported failure.

Event description:
It was reported that insyte autoguard yel 24ga x 0.75in leaked. The following information was provided by the initial reporter: when the safety lock is activated, blood returns through the jelco with blood spilling on the patient.